Event description:
A customer reported to baxter (B)(4) that a nurse started to prime a clearlink set with normal saline and noticed that the fluid was not running through the line. On closer inspection she noticed that the set was kinked. The nurse proceeded to open another two sets and noticed they also had kinks. After opening the second and third set and realizing that they were kinked, she did not try to prime them. The reported condition of the first sample occurred during priming; therefore there was no patient involved or medical intervention necessary. No additional information is available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The customer returned three (3) actual samples and one companion sample for an evaluation. Visual inspection revealed that the three actual samples were all tangled up. These were untangled and few minor indentations were noticed but no kinks were revealed. Visual inspection also revealed that the roller clamps of the sets were in closed position. Visual inspection of the companion sample revealed that the set had two minor indentations. The three actual samples were attached to a viaflo bag, the chamber was pressed two or three times to fill half of it and the roller clamp was then opened. Normal flow could be noticed through the lines, hence the reported problem was not confirmed. As per sample analysis, only minor indentations were noticed which do not affect the functionality of the product. Furthermore, since the samples were all received tangled up, it is possible that some of the indentations were created due to improper positioning of the set. Due to the fact that the reported problem was not confirmed on the samples received, no specific actions will be taken. The cause of this condition has not been identified.